Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the laser foil separated from the tube.

Manufacturer narrative:
(B)(4). No product was returned for investigation, thus a visual examination and a functional test could not be performed. A review of the manufacturing documentation could not be conducted as the lot number is unknown. Customer provided only a photograph of the affected product. The photograph shows a laser tube 102004 of size 7. The inflation lines and the machine end part of the tube showed no irregularities or damages. The cuff of the device showed slight white discoloration which is related to usage of the product. The laser guard foil showed several damages, separations, pressure marks and residues of blood. Especially near the cuff a strong pressure mark is visible and also the laser foil is separated at this position showing the silver foil. Based on the photograph provided, the complaint could not be confirmed as no manufacturing related root cause could be identified. The investigation result indicates that the device was damaged during use by user.

Event description:
The customer alleges that the laser foil separated from the tube.